Manufacturer narrative:
Based on the claim against the product by the customer noting broken cautery wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was inspected and no damage was found to the conductor wire. The instrument was subjected to electrical continuity test and passed. The instrument was connected to an in-house erbe generator and was recognized with no issues. The instrument passed the energy delivery test. As part of investigation, further inspection found a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument tube extension exhibited signs of scratch marks/abrasion measuring approximately 0.097¿ x 0.042¿. Additionally, blade damage was also found. Both blade edges were indented which prevented the blades from closing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has a tungsten drive cable to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables were exposed at the instrument tip and controlled movements at the wrist. The additional observations are unrelated to the primary complaint of conductor wire (cautery wire) damage. The primary complaint was not confirmed by failure analysis as no conductor wire damage was confirmed during failure analysis. Additionally, the probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The mcs instrument uses a tip cover accessory, which mitigates the potential for a fragment falling into the patient. In a potential fragment-causing failure, such as cable failure, for the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument cautery wire was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 16-dec-2022 and obtained the following additional information: the procedure was completed with a backup instrument. The cable was fully broken. No wire was exposed due to damaged insulation. It is unknown if there was a loss of cautery associated with the broken cable. There was no arcing observed. An image or video was not available.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the monopolar curved scissors (mcs) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that the monopolar curved scissors (mcs) instrument cautery wire was broken. The reported failure mode of instrument broken conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the alleged broken conductor wire incident to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.